Event description:
It was reported that during a revision, of a competitor's construct, while preforming the final tightening of a screw the plug did not lock. Wanting to remove the screw the surgeon was using the dorsal height adjuster, to remove the screw, when the tip of if broke off in the screw head. He was not able to use an alternate driver to remove the screw with the broken piece stuck in the screw head and had to use a burr to remove the tulip head. He attempted to remove the remaining screw shank but was unsuccessful and the shank remains in the patient. It was also reported during the procedure that while advancing a second screw the polyaxial head sheared off and is stuck on the screwdriver. The shank was unable to be removed and remains in the patient. Alternate screws were placed superior to the broken screw shanks to complete the case. There was a reported 45 minute delay but no additional patient impacts were reported. This is report two of three.

Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned device was evaluated. Visual inspection revealed that the tip of the dorsal height adjuster was twisted in a manner consistent with a torsion failure, and was not fractured as reported. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. Based on the observed deformation and the complaint description, the dorsal height adjuster was being used by the surgeon to remove the polyaxial screw. It should be noted that the dorsal height adjuster is intended for minor manipulation of the screw height. As such, it is likely that the tip was damaged when the device was used as a screwdriver to remove the screw. The fractured event could not be confirmed. However, a device malfunction was confirmed for deformation.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2019-00449 and 3012447612-2019-00453 to 3012447612-2019-00454.

Event description:
It was reported that during a revision, of a competitor's construct, while preforming the final tightening of a screw the plug did not lock. Wanting to remove the screw the surgeon was using the dorsal height adjuster, to remove the screw, when the tip of if broke off in the screw head. He was not able to use an alternate driver to remove the screw with the broken piece stuck in the screw head and had to use a burr to remove the tulip head. He attempted to remove the remaining screw shank but was unsuccessful and the shank remains in the patient. It was also reported during the procedure that while advancing a second screw the polyaxial head sheared off and is stuck on the screwdriver. The shank was unable to be removed and remains in the patient. Alternate screws were placed superior to the broken screw shanks to complete the case. There was a reported 45 minute delay but no additional patient impacts were reported. This is report two of three.